Event description:
The customer contacted baxter's technical service center to report system error (se) 2240 and se 2367 which occurred on home choice (hc) during drain. The home patient (hp) stated that she got the same alarm the previous night. The hp did not know what caused the alarm. The baxter technical representative (tsr) explained the alarm and had the hp cycle power twice to clear the alarms. The hp was requesting a replacement hc because tsr was unable to determine the cause of the alarms in either call. The tsr arranged for the swap of the hc. The hp will use manual supplies that night and stated that she could program. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) spoke with the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp said she did not see anything unusual with the supplies and there were no leaks or anything. She did not know how air may have entered the setup. The lot number was unknown and no samples were available. The hp said she had the alarm again last night and her hc was swapped because they did not know what caused the alarms. The hp had not yet received her new hc. The hp said she notified the nurse. The lot number was unknown and no samples were available. No additional information was available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The root cause of the complaint was not determined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).